Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are missing pixels on edges of the pump touch screen display. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.